Event description:
Per independent repair statement, the unit was alarming or red light. The key failure was the 4 way valve not shifting. Additional malfunctions were the valve operator being stuck, pm kit was dirty, the hose clamps leaks, and the power switch alarm wasn't functioning.